Event description:
Clinical information: (B)(4) - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm sjm masters series valsalva aortic valved graft was implanted in the patient. On (B)(6) 2025, the patient presented with fever, nausea, vomiting and abdominal pain. The patient noted to have petechial rash on the hands and feet. On (B)(6) 2025, the magnetic resonance imaging (MRI) showed findings consistent with multiple foci and got admitted on (B)(6) 2025 with methicillin-sensitive staphylococcus aureus (mssa) endocarditis of both prosthetic aortic valve and native mitral valve. The patient initially complicated by emboli and seizures (recovered normal mental status) which delayed surgery a few weeks for safe anticoagulation. The patient had acute kidney injury (aki) on hemodialysis (hd) but recovered renal function. The patient went to operating room with findings of 300 cubic centimeters (cc) of purulence was found surrounding root. The valve got explanted and a root replacement surgery was performed on (B)(6) 2026. A non-abbott valve was implanted. The patient is currently admitted in the hospital and is stable and recovering.

Manufacturer narrative:
An event of patient-device incompatibility was reported with endocarditis, renal failure, seizures, and embolism. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported patient-device incompatibility could not be determined. The reported fever, nausea, pain, and rash are likely cascading effects of endocarditis. An unexpected medical intervention was a result of case-specific circumstances, as medication was required for seizures. The reported surgical intervention was a result of the valve got explanted and a surgery was required. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm sjm masters series valsalva aortic valved graft was implanted in the patient. On 06 dec 2025, the patient presented with fever, nausea, vomiting and abdominal pain. The patient noted to have petechial rash on the hands and feet. On (B)(6) 2025, the magnetic resonance imaging (MRI) showed findings consistent with multiple foci and got admitted on (B)(6) 2025 with methicillin-sensitive staphylococcus aureus (mssa) endocarditis of both prosthetic aortic valve and native mitral valve. The patient initially complicated by emboli and seizures (recovered normal mental status) which delayed surgery a few weeks for safe anticoagulation. The patient had acute kidney injury (aki) on hemodialysis (hd) but recovered renal function. The patient went to operating room with findings of 300 cubic centimeters (cc) of purulence was found surrounding root. The valve got explanted and a root replacement surgery was performed on (B)(6) 2026. A non-abbott valve was implanted. The patient is currently admitted in the hospital and is stable and recovering.